Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the customer was putting air in the cuff during the pre-use check, leakage from it was observed. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two photos were received for evaluation. Visual and functional testing was performed. Visual inspection found a bit damage in the cuff. Functional testing found leakage was detected in cuff , complaint was confirmed. The root cause of the reported issue was found to be damage during handling. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure ?visual inspection? Section 5.1.1 damage, by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).